Event description:
It was reported that patient death occurred. The patient presented for percutaneous transluminal coronary angioplasty in the left main and left anterior descending artery (lad). Following pre-dilatation, the 2.50 x 16 synergy drug eluting stent was implanted properly and post dilatated. Post deployment, the patient was fine, but suddenly the patient experienced breathlessness, saturation went down and the patient died. The official cause of death was intracoronary thrombosis.

Manufacturer narrative:
Initial reporter address 1: (B)(6).